Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2006. Subsequently, on an unknown date, the patient was raking leaves and felt a pop. He sat down and when he attempted to get back up, he collapsed. Patient was admitted to virginia hospital center on (B)(6), 2010, and hip revision procedure was performed on (B)(6), 2010. The ceramic head was found to be fractured, and was removed and replaced with a cobalt-chromium modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "ceramic head fractures have been reported". The user facility was notified of the event on (B)(6), 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2010.